Event description:
The manufacturer received information alleging a trilogy evo failed to deliver any volume. There was no harm or injury reported. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.